Event description:
Customer's caregiver reported the customer (a child of 13 years) received a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor and was therefore unable to obtain results. Customer did not experience symptoms and was treated with a "glass of sweet water" by her caregiver. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 0m0064v5330 has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. Section d3 (email) was updated to reflect current contact information. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported the customer (a child of (B)(6)) received a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor and was therefore unable to obtain results. Customer did not experience symptoms and was treated with a "glass of sweet water" by her caregiver. No further treatment was reported. There was no report of death or permanent impairment associated with this event.